Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the pump was removed on (B)(6) 2025 due to complications with the surgery. The patient representative stated that they received a medical device ID card for the pump that was removed, but it was not there. The rep also mentioned that the medtronic representative left a box with the handset and communicator that they were to give to the patient's pain doctor. The patient was redirected to their healthcare provider to clarify what they wanted the patient to do with the ptm equipment. The agent advised to dispose of the ID card and reviewed that agent would notify registration that the pump was removed to update the patient's record.